Event description:
Mechanical failure of penile prosthesis. Pt underwent penile prosthesis placement in 2003. The prosthesis stopped functioning approx one month ago. Pt admitted for removal and replacement of penile prosthesis.